Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the drawing, instructions for use (IFU), manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. The device is shipped with instruction for use (IFU) which notes: the stent is intended for use in patients with extrinsic narrowing of the trachea and/or bronchus as a result of tumor encasement or compression in which other interventional techniques did not give satisfactory results. The stent has been designed to maintain patency of stenosed trachea or bronchus due to extrinsic compression caused by a tumor. It is indicated as a palliative measure, particularly for patients with end-stage malignant airway obstruction. It is not intended for intravascular use. The IFU also goes on to state the proper warnings and precautions in using this device. Although the device is intended to be used for tracheobronchial intervention, the device was used off-label (in a svc stent placement procedure), and was dilated post-deployment, which is cautioned against in the IFU. Therefore, based on the information provided and no product returned, investigation has concluded that this event can be traced to the user and intentional off-label/unapproved use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: terumo 0.035 glidewire, boston scientific 260 cm amplatz wire, plymouth 15 mm loop snare, bard 10-mm 9 4-cm angioplasty balloon, bard 12-mm 9 4-cm angioplasty balloon, cordis 8-fr guiding catheter, boston scientific 16-mm 9 4-cm angioplasty balloon, medrad possis catheter, medtronic 20-mm 9 3.75-cm aneurx aortic cuff. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, following placement of two cook-z gianturco-rosch tracheobronchial stents in a (B)(6) female patient, the stents were found to contain thrombi. The patient, who had history of cervical cancer with metastatic disease to the lungs along with radiotherapy and chemotherapy, presented to the emergency department with a new onset of right facial, upper extremity, and neck swelling two weeks after radiotherapy. Imaging of the thorax confirmed superior vena cava (svc) syndrome, including svc encasement and narrowing from the right upper lobe mass. Svc stent placement was performed under conscious sedation. Access was obtained in the right common femoral vein and right internal jugular vein (rijv) using ultrasound and a 6 french cook sheath. Venogram confirmed severe narrowing within the svc, moderate narrowing of the left brachiocephalic vein, and numerous venous collaterals within the right neck. Another manufacturer¿s guidewire and catheter were advanced into the rijv. Another manufacturer¿s wire guide and snare were used in the procedure to create through-and-through access. The svc stenosis was predilated with another manufacturer¿s balloon prior to placement of two overlapping cook gianturco z stents. The stents were post-dilated with another manufacturer¿s 12-mm x 4-cm angioplasty balloon. One hour after leaving the hospital, the patient presented to the emergency department tachypneic with a respiratory rate in the 40 s. Imaging of the thorax showed thrombus within the svc stents. The patient was started on heparin therapy and returned to the angiography suite for thrombolysis. A rijv venogram was performed demonstrating nonocclusive thrombus within the svc stents and the right brachiocephalic vein. A cook coda occlusion balloon was placed into the proximal svc to prevent thrombus from entering the lungs during thrombolysis. Suction thrombectomy was performed using another manufacturer¿s catheter. Alteplase and abciximab were used during the procedure. Repeat venogram showed a moderate amount of residual thrombosis. The stents were then dilated using another manufacturer¿s balloon and mechanical thrombectomy was performed using another manufacturer¿s catheter. A subsequent venogram demonstrated elimination of the svc/brachiocephalic thrombus, with active contrast extravasation from the svc in the region of stent overlap. Immediately after the venogram, the patient developed hemoptysis and chest pain. The anticoagulation was reversed, and the patient was given two ¿5 packs¿ of platelets. The patient remained hemodynamically stable. Another manufacturer¿s stent graft was then placed, using a cook j-wire and 5 fr cobra catheter, cook lunderquist wire, and unknown snare. Post-covered stent deployment venography demonstrated no evidence of extravasation or residual thrombus. The patient was transferred to the intensive care unit (ICU). The patient was discharged from the hospital 5 days after her second procedure. The patient reportedly died of her disease 3 months later. The first cook-z gianturco-rosch tracheobronchial stent (gtzs-15-5.0) is reported under MDR 1820334-2019-01179. The other cook-z gianturco-rosch tracheobronchial stent (gtzs-20-5.0) is reported under MDR 1820334-2019-01178. Citation: jean-baptiste, r., williams, d.m., & gemmete, j.j. (2011). Successful treatment of superior vena cava rupture with placement of a covered stent: a report of two cases. Cardiovascular interventional radiology, 34. Doi 10.1007/s00270-011-0128-8.